Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock impedance measurements for this right ventricular (rv) lead had been increasing over the last year. During the in office check, shock impedance measurements were greater than 125 ohms. Boston scientific technical services (ts) discussed possible calcification on the lead and recommended further evaluation. The rv lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.

Event description:
It was reported this right ventricular (rv) lead was exhibiting high out of range shock impedance measurements greater than 125 ohms for approximately two years. As a result, the physician decided to perform troubleshooting on the rv lead during a scheduled device replacement procedure, specifically defibrillation threshold (dft) testing. As part of the dft testing, the patient was placed into an induced ventricular fibrillation (vf) arrhythmia and the subsequent 41 joule device shock did not convert the rhythm. The rhythm was successfully converted using an external shock. The device shock resulted in a shock impedance greater than 125 ohms and an alert screen on the programmer, though the boston scientific representative did not remember the specific alert screen message. Boston scientific technical services (ts) indicated that this resembles a code 1005, which is an open circuit condition detected during a device shock with a shock impedance greater than 145 ohms. The rv lead shock vector programming was changed to the rv lead coil to device can vector and the patient was placed into an induced vf arrhythmia again using 50 hertz pacing. The device provided a 41 joule shock, which successfully converted the rhythm but the shock impedance was still greater than 125 ohms, just not as high as 145 ohms since no alert screen was observed this time. The physician decided to leave the rv lead in the lead coil to device can vector, the pocket was closed and the device replacement procedure was completed successfully. The patient will be monitored closely, knowing that a rv lead replacement might be needed soon. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.